Manufacturer narrative:
Incident details: physician was performing a tonsillectomy and adenoidectomy when he noticed the tip ignite with an orange flame. He immediately removed the tip, checked the airway and vitals with anesthesia and opened a new tip to complete the case. No negative pt outcome was noticed. Cuff not used, no information on o2 levels. The facility returned the device for evaluation. Once an investigation has been completed, a follow-up report will be submitted.

Event description:
Tonsil tip ignition.